Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 fr angio-seal vip device was returned for product evaluation. The return sample includes the carrier tube. Two pictures were also provided with the sample. Both pictures provided are of the distal end of the carrier tube depicting the carrier tube's distal end without a bypass tube. The returned device also underwent visual analysis. The device is observed to be in a used condition as the carrier tube is removed from the poly-foil pouch. The bypass tube is detached from the carrier tube. One (1) 8 fr angio-seal vip device was returned for product evaluation. Two pictures were also provided with the returned sample depicting the carrier tube's distal end with no bypass tube attached. Under visual analysis, the bypass tube was detached from the carrier tube's distal tip on the returned device. Therefore, the complaint can be confirmed for bypass tube detachment. The exact root cause cannot be determined. The likely cause is the bypass tube was detached during unpackaging or handling of the device. A corrective action has been implemented for this issue. The device history record review determined the device was in a conforming state when released from terumo control. Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during a preoperative embolization procedure, the physician used an angio-seal 8 french for hemostasis. Upon opening the device, damage was observed at the distal end of the main component, presenting as a bifurcated appearance, rendering the device unusable. The physician immediately replaced it with another new angio-seal from the same lot to achieve hemostasis. The procedure was completed successfully, and no adverse patient outcomes were reported. No blood loss was reported.